Event description:
It was reported that transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. A pairing test was performed and failed. A review of the bin file was performed but incomplete and not found. No data was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. Product has been received but is pending evaluation. A follow-up will be submitted upon completion. No injury or medical intervention was reported.